Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated he stopped his treatment due to experiencing a pulling pain. The patient stated he had swelling in his scrotum and had a small hernia. Follow-up with patient's nurse indicated the patient experienced pain while performing dialysis. It was also noted the patient noticed fluid was leaking in to his scrotum which was the cause of the pain and swelling. The patient was diagnosed with a small hernia. The patient discontinued pd on (B)(6) 2016 per advice from their peritoneal dialysis registered nurse until further tests could be run on identifying the source of the leak. Since discontinuing pd the patient's symptoms of pain and swelling have resolved. The patient switched treatment modalities to hemodialysis.

Manufacturer narrative:
Additional information: a return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.